Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and the blood glucose ran high. The blood glucose reading was 508 mg/dl. The customer treated with an insulin pen. The insertion site was bloody when the infusion set was removed and the customer reported that the cannulas had been bent. The insulin pump passed the displacement test and self test and high blood glucose troubleshooting was successful. However, the customer was unable to perform the high pressure test and was advised to call back when able to do so. The insulin pump was not replaced or returned for analysis.